Event description:
A medtronic representative reported that, while in a cranial procedure, a navigation system experienced intermittent tracking. In trouble-shooting, the positioning sensor unit (psu) cable was re-seated, restoring normal function. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier not made available from the site. Return requested. Replacement tool interface unit (tiu) shipped to site. No parts have been returned to manufacturer for analysis. A medtronic representative performed a navigation system check-out, and replaced the tool interface unit (tiu). After replacing the tiu, the system was functioning as it should software investigation completed, findings are that after replacing the tool interface unit (tiu) the system started functioning properly. The tiu has not been returned for evaluation, however, the tiu hardware is the suspected reason for the incorrect function. Software is functioning as designed.

Manufacturer narrative:
The camera spring arm component was returned to the manufacturer for analysis. The returned spring arm was in good condition and the cable passed a continuity test with no opens or shorts detected. With a camera attached, the arm had full range of motion. The device was found to be fully functional and unrelated to the reported event.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Analysis of suspect tiu (tool interface unit) found that the tiu had something rattling around inside the housing. Removing the cover revealed a toroid had come free of its cable and was loose inside the enclosure. No damage was done and the toroid was easily reapplied. Otherwise, the tiu was found to be fully functional passing all rrir testing. A new tiu was sent to the site and installed in the system, which resolved the reported issue. The interior sensor cable was also replaced in the system, but the suspect cable was found fully functional upon return analysis.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.